Manufacturer narrative:
One workmate¿ claris¿ display plus amplifier was received for analysis. The amplifier was powered on and communication was unable to be established which confirms the reported event. It was verified the network adaptor on the single board computer (sbc) was non-functional. The sbc was temporarily replaced with a known-good unit and functionality was restored as communication was established. The communication test was run at the transfer rate of approximately 2000 packets per second and no loss or drop in communication was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to the single board computer.

Manufacturer narrative:
**UDI related data quality updates only** the product's serial number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an aflutter ablation for typical right sided atrial flutter, a communication issue occurred, and the case was cancelled. The amplifier was not communicating with claris and troubleshooting did not resolve the issue and the case was cancelled. The procedure has not yet been scheduled.